Manufacturer narrative:
(B)(4). D10: item # 912084, jgrknt 1.0mm mini 3-0 ndl 10pk, lot # 0002726981. G2: foreign, event occurred in (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the fork-shaped components on two consecutive units fractured. No foreign body residue was observed. Attempts have been made and no further information has been provided.